Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. On (B)(6) 2018, the patient stated they felt shaky and was shivering. She checked her finger stick reading and the bg meter was displaying a value of 2.4 mmol/l, compared to the cgm that was displaying 11.0 mmol/l. The patient took 8 dextrose tablets and felt better after 45 minutes. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.